Event description:
Caller states that the following results were performed on the same device within 10 mins: 212mg/dl, 171mg/dl, 97mg/dl, and 151mg/dl. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.